Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they experienced high blood glucose level. Customer blood glucose level was 444 mg/dl. The customer also stated that the insulin pump was broke and it was unclear how long the customer was off the insulin pump. The customer asked for assistance in uploading the pump and setting up the new pump. No trouble shoot for high blood glucose levels. The customer also reported blood glucose of 123 mg/dl. The insulin pump will not be returned for analysis.